Event description:
It was reported that during a cholecystectomy procedure, a noise was heard from the beginning. The tissue pad fell into the pt's abdominal cavity 30 mins into the procedure. It was removed laparoscopically. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.